Event description:
Caller reported blood glucose results of 400 mg/dl on performa combo system and 188 mg/dl on performa nano system within 10 minutes. Same strips used in each meter. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.

Manufacturer narrative:
The event occurred in (B)(6).